Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with the programmer during a normal follow-up. The device did not respond to a magnet.